Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a solution administration set broke, resulting in free flow. This issue occurred during infusion of an unknown drug. The customer stated that the nurse changed out the set and therapy resumed. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.